Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was scheduled to have a replacement the week prior, but cancelled the night prior. The patient had not yet rescheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had a full body MRI while she was admitted to the hospital for pneumonia. The patient mentioned the implantable neurostimulator (ins) had not worked since the scan. Attempted device resets were unsuccessful. The patient denied any new signs or symptoms of bodily harm from the device during or after the scan. The ins was going to be replaced. The surgeon planned to check the lead at the time of replacement to determine if it needed to be replaced as well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had the ins replaced. The lead was good. She had a post-op appointment the following week.